Event description:
It was reported that the patient was more spastic, had shakes, was sleeping more, and seemed uncomfortable. The issue began a few days prior. It was also stated that the patient was hospitalized for pneumonia and was released on (B)(6) 2015. During the hospital stay, the patient was intermittently more spastic. It was further stated that the patient was breathing hard the night of (B)(6) 2015. The reported checked the patient¿s heart rate and it was between 130-140 bpm. The reporter then gave the patient approximately 20mg of oral baclofen and the patient seemed more comfortable after that. The symptoms were reported as gradual and occurred during a normal refill cycle. The pump was last refilled on (B)(6) 2014 and the patient not due for another refill until (B)(6) 2015. It was also reported on (B)(6) 2015 that audible ticking could be heard from the pump. When the issue was brought up to the home infusion service, the patient was told that it was not normal. The reporter was to have the nurse check the pump when she came to refill the pump. The reporter denied hearing any alarms. It was noted that the elective replacement indicator (eri) was at 17 months, per printout. The reported contacted the healthcare provider (hcp) the morning of the report and was waiting for a call back. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. (B)(4).